Event description:
On june 14, 2006,. The facility contacted baxter technical service to report a system 1000 hemodialysis instrument with high bacteria counts. There was no patient injury or medical intervention reported in association with this report. On june 19, 2006, a baxter field service engineer (fse) went to the facility and disinfected the incoming water line. There is no further informationi at this time. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
CAPA has been opened to further investigate high bacteria issues. This CAPA is currently in process.